Event description:
It was reported that the patient had been hospitalized over the weekend prior to the report and the patient¿s family had decided to permanently disable the pump. However, the caller had very limited details about what had been occurring with the patient and the pump. The caller stated that the patient had to go on some other medication where she can¿t have opioids in her system. The healthcare provider (hcp) ¿ran saline through and went through all the different options¿. The authorization for to permanently disable the pump was provided; however, the caller was unsure if there was a physician available. The medication delivered by the device was unknown. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).